Manufacturer narrative:
Device evaluation of battery charger/ modem has been completed. The reported problem (power supply connector problem) has been confirmed. Upon investigation the battery charger/modem was intermittently powering on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the damaged battery charger.

Event description:
A patient's battery charger was returned to a us distributor and it was reported that the charger power supply connector was damaged.